Event description:
A report was received that a recently implanted patient was suspected of having an infection. The ipg site was red with little pus. The physician believed that the suspected infection was not device related. The patient was prescribed keflex antibiotics and was cleared for infection.

Manufacturer narrative:
Additional information was received that the patient had infection after procedure was done. The infection did not occur before.

Event description:
A report was received that a recently implanted patient was suspected of having an infection. The ipg site was red with little pus. The physician believed that the suspected infection was not device related. The patient was prescribed keflex antibiotics and was cleared for infection.